Event description:
It was reported the patient has lost stimulation. The charger and programmer can no longer communicate with the ipg. It was also reported the patient had fallen. The patient is scheduled to meet with her physician to discuss surgical intervention.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.